Event description:
Patient was implanted with a long tfn on an unknown date and unknown facility. Patient experienced pain and returned to surgeon. Patient was returned to the or on (B)(6) 2012, all hardware was removed. It is not known if any new hardware was implanted. No further information is available. This is 3 of 3 reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.